Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed functional testing. Visual inspection revealed contamination on the pins of the battery connector. There is no evidence that the lubrication servicing was performed on the reported device. The contamination found on the connector pins is an additional observation unrelated to the reported event and likely due to handling of the device. Visual inspection also revealed a worn-out connector. The damage that was observed did not affect the functionality of the device; the battery was able to adequately connect to a controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. Internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was unable to connect the battery to the controller unless using force. The battery has been exchanged. No patient complications have been reported as a result of this event.